Event description:
A cartridge alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer had previously experienced similar alarms and was advised by technical support to replace the pump. While the pump was under warranty, a replacement with updated software was sent to the customer, who was instructed on how to handle the return of the defective pump and program the new one. The customer indicated plans to use manual insulin delivery temporarily and confirmed the receipt of the instructions positively.